Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip issue was reported with the use of the adc freestyle libre 2 sensor and the sensor was unable to be inserted properly. A caller reported that the customer experienced symptoms of "excited, terrified, very high blood pressure 201 and 198, heart rate of 98", and a seizure and was unable to self-treat, requiring an unspecified drink as treatment from a third party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor 3mh005f0p54 has been returned and investigated. Visual inspection has been performed on the returned sensor and applicator; no damages were observed. The applicator had been fired, but sharp was not retracted. A visual inspection on the returned sensor plug assembly showed sharp inside the sensor pack indicating the product had not been assembled correctly. Observed platform locking tab to be on the outside of the tray initial lock. An extended investigation was also performed on the returned sensor and components. Visually inspected the sensor pack and determined that contact between one of the platform initial locks on the platform and the tray¿s corresponding initial lock ledge prevented the platform from lowering. Application of pressure, more than required for normal assembly, would cause the platform initial lock to buckle or slide down the outside surface of the initial lock ledge, further preventing the platform from lowering correctly. Further investigation determined that a tilt in the platform relative to the tray displaced the platform initial lock out of the position specified by the design. The reported issue stems from a misalignment between the platform and the tray during the assembly of the sensor pack. Therefore, this issue is confirmed due to manufacturing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip issue was reported with the use of the adc freestyle libre 2 sensor and the sensor was unable to be inserted properly. A caller reported that the customer experienced symptoms of "excited, terrified, very high blood pressure 201 and 198, heart rate of 98", and a seizure and was unable to self-treat, requiring an unspecified drink as treatment from a third party. No further information was provided. There was no report of death or permanent impairment associated with this event.